Event description:
The pt was being fed using a pump. One liter of an oral rehydration solution was hung, and the pump was set to deliver 70 ml/hr. One liter was delivered in 2.5 hrs. Following the event, the pt was taken to the hospital. No further info has been provided despite numerous requests. One pt involved.